Manufacturer narrative:
Per the t:slim g4 user guide, "make sure that insulin is at room temperature before use". The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received intermittent inaccurate fill estimates. Reportedly, the fill estimate would display over 240 units of insulin when approximately 300 units of insulin or less were loaded, and the fill estimate would display 0 units of insulin after delivering only 25 units of insulin. Customer's blood glucose level was not impacted. Reportedly, customer "occasionally" loads the cartridge with cold insulin.